Event description:
It was reported via repair work order that the power cord was cut with exposed wires. It was also reported that the cpu was back feeding to the foot end lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.